Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient has had a chronic driveline infection for several years, which has been well managed with antibiotics. The patient has been admitted several times this year for clostridium difficile, most recently a few weeks ago after having been on IV vancomycin. The patients' driveline infection reportedly remains stable and controlled.

Manufacturer narrative:
Approximate age of device: 5 years and 4 months. The patient remains ongoing on lvad support. A root cause for the chronic driveline infection and a correlation to the device cannot be determined. The instructions for use lists infection as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event. Placeholder.